Manufacturer narrative:
Inspection was performed on the equipment and it was found that the correct volume not adjusted of syringes both side a and side b. The correct volume adjustment were made, all functional tests performed and released for normal use.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported error malfunction of the pressure limit. The reporter states that the event occurred during a procedure with the patient connected, and that the procedure was completed with no injury to patient or staff.